Event description:
Reporter stated that the inspire device was implanted on (B)(6) 2024, and since then they have experienced a number of symptoms. Reporter stated that they have exhibited fatigue and confusion. In addition, reporter stated that they have had multiple inappropriate shocks of the tounge. Reporter stated that they no longer use the device and wants it removed immediately.